Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer did not remove air from the cartridge prior to filling the cartridge with insulin. The customer declined to load a new cartridge and continued using the current cartridge on the pump. There was no reported adverse impact to the customer¿s blood glucose level.